Event description:
A report was received that the patient's ipg site was very sensitive to touch and there was mild tenderness across the lower back. The patient will undergo ipg revision.

Event description:
A report was received that the patient's ipg site was very sensitive to touch and there was mild tenderness across the lower back. The patient will undergo ipg revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg revision.